Event description:
The stent was not mounted correctly on the stent delivery system (sds).

Manufacturer narrative:
This patient presented for treatment of a 90% de novo lesion in the rca. The vessel was highly calcified and moderately tortuous. After removing the cypher from the package and flushing it, the physician checked the sds and found the stent was not mounted between the balloon's marker bands. A cypher with a different lot number was implanted instead and the procedure was finished. The product will not be returned for analysis due to the patient's infectiouis disease. There was no patient injury reported. Additional details were requested, but were not available. Please note that this product, (cjs18300, lot no. I0606131) is not distributed in the united states. However, it is similar to the us distributed device, cxs18300. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.